Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter. Upon removal from the packaging, the cat3 catheter was found kinked at the tip and was not used. The procedure successfully continued using a penumbra system 3max reperfusion catheter.

Manufacturer narrative:
Result: the indigo system aspiration catheter 3 was kinked approximately 0.5 cm from the distal end, and ovalized approximately 4.0 cm from the distal end. Conclusion: the complaint has been evaluated. The initial complaint indicated that the cat3 tip was kinked in the packaging. Evaluation of the returned device confirmed a kink and ovalization in the distal end. These types of damage typically occur due to improper handling during removal from packaging. If the cat3 is removed from packaging with force at an angle, it is likely that the device will kink or ovalize due to excess force and bending. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.